Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device the reported condition was duplicated and confirmed. A functional assessment was performed which found that the temperature was above specification. The assignable root cause was determined to be due to normal wear of the bearings over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery during testing, it was discovered that the attachment device heated up. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.